Event description:
It was reported that during implant setscrew anomaly was observed. The device was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported set screw anomaly was confirmed in the laboratory. A test lead was fully inserted into the ra port, but the set screw did not secure the test lead. The bore dimensions were measured using pin gauges and were found to be within product specification; however, the set screw would not retain a minimum sized pin gauge when the set screw was tightened. It is believed that the connector block was the cause of the set screw anomaly.